Event description:
It was reported that prior to implant, while still in the box, the battery voltage was at eri (elective replacement indicator). The device condition was identified prior to patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. The device condition was identified prior to patient involvement. Evaluation summary: (B) (4) analysis found a ram chip - memory error - por (power on reset).